Manufacturer narrative:
Due to character restriction in block in e1 event site name is (B)(6). Updated field : b4 , g3 , g6 , h2 , h11 corrected field : b5 , e1 ( event site name ).

Event description:
It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) was experiencing a high drive pressure alarm. There was patient involvement reported and no injury or harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program (esp) line during cardiosave intra aortic balloon pump therapy, called for assistance with a high drive pressure alarm on a cardiosave during use, no patient harm or injury was reported. The transport pump was a cardiosave in rescue configuration. When attempting to hook up the catheter to the transport pump, the high drive pressure alarmed, and they were unable to start therapy.

Manufacturer narrative:
Updated fields:b4,g3,g6,h2,h6(type of investigation, investigation findings, conclusion),h11. It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) was experiencing a high drive pressure alarm. There was patient involvement reported and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer, a transport team member, called for assistance with a high drive pressure alarm on a cardiosave during use, no patient harm or injury was reported. He stated they were at the sending facility, preparing the patient for transport. They were transporting from good samaritan hospital in mt vernon, il to saint louis university hospital in saint louis. The patient had an arrow balloon and a teleflex pump. The transport pump was a cardiosave in rescue configuration. When attempting to hook up the catheter to the transport pump, the high drive pressure alarmed, and they were unable to start therapy. They put the patient back on the teleflex pump for troubleshooting. He verified there were no kinks, bends, or restrictions in the tubing and that only 1 arrow to getinge adaptor (tubing and connector for appropriate size catheter) was in use. The engineer instructed him to get a console for exchange, as the alarming console would possibly require maintenance, but unfortunately there was not one available. The nurse was unable to use the sending facility pump either. The engineer had the nurse power down the pump, wait 10 seconds and restart. After doing this he reconnected the balloon catheter and received the high drive pressure alarm. After pressing start again, the pump began to deliver therapy. Complaint information obtained. The engineer provided the teleflex support number for the nurse to use in the vent of pump alarm, unable to be resolved during transport. Matt was appreciative of the support and denied any additional needs. The engineer checked back in with the nurse around 6:00 pm est and he had no other issues with the cardiosave during the trip.